Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 186 mg/dl. The customer declined troubleshooting from tandem technical support.